Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a different pair of tandem charging supplies, and tandem technical support arranged to send a replacement wall adapter and charging cable via two-day shipping. The pump began charging, and no further assistance was needed.